Event description:
Surgeon didn't notice that the blade was bent as she introduced into the uterus. When they removed the blade from the patient, they realized it was bent. Further information received on (B)(4) 2014 indicated that the case was aborted due to the inability of the blade to perform.

Manufacturer narrative:
Customer states that the device will not be returned for analysis. (B)(4).